Event description:
On 14/dec/2023, during follow-up, fresenius became aware this female patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to stomach pain and was diagnosed with peritonitis. The patient is being treated with antibiotics; however, the drug(s), dose(s), route(s), frequency(s), and duration(s) are unknown. Attempts to obtain additional information (e.g., hospital records, medication list, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. Limited follow-up information precluded a more comprehensive investigation. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on internal records, the patient continues to utilize the same liberty select cycler without reported incident. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this female patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to stomach pain and was diagnosed with peritonitis. The patient is being treated with antibiotics; however, the drug(s), dose(s), route(s), frequency(s), and duration(s) are unknown. Attempts to obtain additional information (e.g., hospital records, medication list, patient demographics) were unsuccessful.